Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other device is filed under a separate manufacturing report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a proglide device after an ablation procedure using an 8f sheath. Reportedly, when lifting the footplate lever, in step 1, it did not seem right. The lever was raised and lowered and still noted to not be right. Another proglide device experienced the same issue yet the plunger was deployed with the suture used to close the access site. Post closure, a large hematoma was seen. After applying manual compression, a cut down was performed where tissue damage was noted and repaired with a graft. There was no reported clinically significant delay in the procedure or therapy and no extended hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue injury is listed in the proglide instructions for use as a potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The reported ¿when lifting the footplate lever, in step 1, it did not seem right¿ is most likely a symptom of the difficulty experienced deploying the foot. Factors that contribute to difficult to opening or closing the foot and difficult to remove may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Health effect - clinical code - 4582 removed.

Event description:
Subsequent to previously filed report, additional information was received:reportedly, when lifting the footplate lever of the first proglide device, it did not seem right. When the device was removed, it caught and damaged the vessel. The lever was raised and lowered and still noted to not be right. Another proglide device experienced the same issue with the foot feeling not right yet the plunger was deployed with the suture used to close the access site. Post closure, a large hematoma was seen. The vessel was incised, and manual compression was used to treat the hematoma. A patch was used to achieve hemostasis and treat the tissue damage. There was no clinically significant delay. No additional information was provided.